Event description:
It was further reported that the catheter was advanced distally and rotated along with manipulation of the guide catheter to remove the atlantis catheter from the stent. The physician reported that the stent was well apposed.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A kink was observed in the sheath assembly at 14.2cm from femoral marker at the proximal end. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The guidewire that was returned was kinked 0.7cm from guidewire distal tip end. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly when received. The imaging core could not be reinserted due to the kink on the sheath and imaging core windup. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an intravascular ultrasound procedure in a percutaneous coronary intervention, a catheter was stuck in stent. The target lesion was located in the proximal left anterior descending artery. An atlantis sr pro² imaging catheter was selected and advanced to the target lesion for intravascular ultrasound. During the procedure, it was noted that the guide wire exit port of this device was stuck with the distal edge of a non-bsc stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.